Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an aortic aneurysm. Vessel morphology was reported as there was angulation of the aneurysm and heavy calcification at 5 cm distal to the renal arteries; the calcification was described as a shelf of calcium that was creating an obstruction and tightness in the aorta. It was reported that after the bifurcated stent graft was implanted it was not possible to cannulate the gate as it was occluded by the shelf of calcium. The decision was made to attempt implantation of a talent converter; however, it would not track up the vessel. The talent converter was removed from the pt and discarded. There were no kinks on the delivery system. The decision was made to convert the endurant bifurcated stent graft to an aui device by implanting a 32 mm cuff in the ipsilateral limb from the flow divider to the top of the bifurcated stent graft, and perform a femoral to femoral bypass. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (failure to deliver the stent graft, conversion to aui); (shelf of calcium within aaa). Conclusions: (shelf of calcium within aaa).